Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had no power that morning, and that patient had a blood glucose over 400 mg/dl with moderate ketones with but no other specific symptoms reported. The pump was not available for troubleshooting. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.